Event description:
I returned "nano hearing aids"after free trial period, when they then sent a doctored photo that I had damaged it, so refused to credit me. The devices should not be marketed as hearing aids, because they are no more than personal sound amplification products. I was shocked with the photo because it was not the condition I'd returned it. I had done as instructed to lower the volume with a tiny screwdriver (size of a toothpick included in accessory kit) so that the constant static I was hearing would disappear. At that point I couldn't hear unless I removed the device which was blocking sound. They'd wanted only to replace with same device as I'd tried with no hearing improvement, (as I'd paid for a protection plan and both devices, but both (analogue and digital) were less than a hearing aid. It became apparent they weren't going to authorize a return for credit. The nano company is illegitimately marketing hearing aids. The photo looks like a substance was added over the original slot to cloud image to look mangled. I'd like to know if this company has been sanctioned and reported by others who have not been able to get their money returned after returning an unsatisfactory product. FDA safety report ID # (B)(4).